Event description:
Philips received a complaint from the service engineer (se), reporting that the v60 ventilator had a touchscreen issue. There was no patient involvement when the issue occurred. No patient or user harm reported. While servicing the device, the se reported that there was a misalignment in the touch position. The se performed a touchscreen calibration, but the issue was not resolved. The touchscreen was then replaced, and it was reported that the issue was resolved. No other abnormalities were observed, and the device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.